Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Block e1: initial reporter facility name: (B)(6) hospital (B)(6); reported here as the facility name exceeded character limit for the designated field.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was intended to be implanted into the trachea to treat a tracheal stenosis due to a malignant tumor during a bronchoscopic main bronchial stenting procedure performed on (B)(6) 2026. During procedure, after the stent was deployed, when observing the position of the stent it was found that the exposed part at one end of the stent was reversed, and the position of the braided wire was not on the bare stent at the outermost section. The stent was retrieved from the patient fully deployed, and the procedure was completed using another of the same device. There are no patient complications reported as a result of the procedure.